Event description:
It was reported the io was being placed into the pt's proximal tibia by ems in the field. The stylet could not be removed from the needle. As a result, a second io was successfully placed and used. They do not know if there was a delay in treatment and there was no pt complications or medical intervention required.

Manufacturer narrative:
(B)(4). A sample will not be returned for eval.